Event description:
On december 27, 2006, the lay pt contacted lifescan (lfs) affiliate alleging that her one touch ultra meter displayed the apply sample message. The pt obtained the reported meter during the week of december 11-15, 2006. She said she was never able to obtain a result on the reported meter. She did not test with another meter and "relied on her personal feelings" to monitor her blood glucose level. The pt takes humulin n insulin before breakfast and before bed on a sliding scale regimen. She also takes actose once a day with breakfast. The pt was unable to take add'l time to provide her full dosage regimen. The pt normally tests her blood glucose level three times per day: before breakfast, lunch, and at bedtime. The pt was unable to obtain a result on the reported meter. She said she followed "her normal routine" of medications, meals, and activity prior to driving her car. She said she was unable to take the time to provide add'l detail regarding the specific medication dosages and times taken prior to driving her car. While driving her car in the morning, the pt ran into a ditch. Ems was called. At some point, the pt lost consciousness. It was not clear from the info provided if the pt lost consciousness before or after the emt's arrived. Emt's obtained a reading of 1.5 mmol/l on the ems meter. The emt's treated the pt with IV glucose and oral glucose gel or tabs and took the pt to the hosp. The pt did not know the blood glucose results obtained at the hosp. The pt was treated with add'l IV glucose at the hosp and was released from the hosp ER after 4 hrs. The pt also stated that she had been experiencing flu like symptoms in the morning (upset stomach, vomiting) since the end of november 2006. She said these symptoms were different than her usual symptoms of hypoglycemia, which include shakiness, weakness, and sweaty, clammy skin. The pt said she had experienced the described flu-like symptoms in the am, as she had for the last few weeks, prior to losing consciousness that morning. The lfs customer service rep (csr) discovered that the pt had used incorrect testing technique in "trying to strip off the top plastic layer of the test strip in order to get a reading on her meter." The csr walked the pt through retesting and the meter functioned "fine." No products were replaced. The complaint is reported because the pt attempted to test with the lfs meter and was unable to obtain a blood glucose reading. The pt lost consciousness, a hypoglycemic reading was obtained on an ems device, and the pt was treated with IV and oral glucose.